Manufacturer narrative:
Manufacturer's investigation conclusion: the reported water exposure could not be confirmed through this evaluation. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported exposure of water to the patient¿s driveline could not be established through this evaluation. The submitted controller event log file contained data on (B)(6) 2024. Multiple backup battery fault alarms were present due to the battery being used past the expiration date, and the alarms were resolved through a backup battery exchange. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A and the heartmate 3 patient handbook, rev. C are currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate 3" (under "caring for the driveline") state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." This section also provides instructions on the application of the moisture barrier on the driveline management system which is necessary prior to showering. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when taking a shower, the patient did not cover the connection between the pump cable and the modular cable with waterproof tape and the locking nut was wet without protection. There were no alarms triggered at that time. Log files were submitted for review as a precaution. There were no unusual events recorded in the event log file history. The recorded data indicated that a backup battery was replaced due to expiration. The mechanical circulatory support (mcs) equipment was operating as intended.